Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Deflation: observed an opening on anterior assessed as an unidentified (tear) opening (shell thickness within spec) and observed a broken-on plug strap assessed as an unidentified (tear) opening. Additional observations: crease fold and wear abrasion observed inside the device. Brown and white particles observed outer the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth implants due to the patients concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth implants due to the patients concern with the product. Device has been explanted.